Event description:
It was reported that the shaft of the safety device of a jelco® viavalve® safety IV catheter was not closing when the needle was pulled out of the patient's skin. No injury to patient or clinician was reported.

Manufacturer narrative:
Two empty product packages and one defective device, jelco® viavalve® safety IV catheters were returned for product investigation. The device history records for the lot reported were evaluated. Nonconformance data from the date involved was reviewed with no related non-conformances found. Based on the evaluation of the returned sample, the investigation could not confirm that the product failed to meet the expected performance. Therefore, the investigation could not confirm that fault occurred.